Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/16/2017 with the following findings: a review of the pump's black box showed an unexpected pump reboot had occurred. During investigation, the battery compartment was observed to be cracked. No damage was found to the returned battery cap; the cap secured tightly to the pump. The battery cap contact height and width measurements were found to be within specification. The cap maintained electrical connection; no power interruptions occurred during the investigation. The pump¿s cover was removed and no damage was found to the power printed circuit board. The complaint of intermittent power was shown in the pump¿s history but was unable to be duplicated during investigation. (B)(4).